Manufacturer narrative:
The t:slim g4 user guide states, "your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple auto off alarms. The customer¿s blood glucose (bg) level was not impacted. Customer successfully resumed insulin delivery.